Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional pro codes in d2b: nhl, pjs additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(4) batch: 7117969 product family: dbs-extension upn: m365db312855b0 model: db-3128-55b serial: (B)(6) batch: 5002408.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion and infection at the scalps lead implant site. It was noted that the dbs lead was exposed at the lead extension header site per the physicians assessment, however the cause for the erosion is not known and cultures were not taken. The patient underwent a procedure where the dbs leads, and lead extension were replaced with others of the same model. Physical analysis of the dbs leads, and lead extension was not performed as they were disposed by the facility. The patient did well post-operatively.